Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not holding charge. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.